Manufacturer narrative:
H.6. Investigation summary: customer complaint alleged false positives of their bactec fx sn: (B)(6).bd field service went onsite and found the root cause to be the instrument was directly under an air conditioning vent. This can have an effect on the ambient temperature of the fx and lead to false results. This is an unconfirmed complaint. Device history review is not applicable as this does not allege an early life failure, and no samples were returned for analysis. Complaints for results are under statistical control for the month of july 2021. The upper control limit was not breached, and no trends have been identified.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged a false positive result was obtained. Confirmatory bacterioscopy and pear plates were performed. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: false positive. What confirmation test was performed to determine the false positive result? Bacterioscopy + pear plates. Was the microorganism identified? If yes, which microorganism was identified? No.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter name and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged a (B)(6) result was obtained. Confirmatory bacterioscopy and pear plates were performed. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6). What confirmation test was performed to determine the (B)(6) result? Bacterioscopy + pear plates. Was the microorganism identified? If yes, which microorganism was identified? No.